Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during inspection of the endoscope reprocessor, black residue was found to remain on the mesh filter. Cleaning and disinfection was refrained from being performed at the time. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, company representative was not selected for the report source. New information added to the following field: h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the black foreign material, but the type of the material or root cause cannot be identified. Inspection of the water supply hose sent observed a part of the rubber section in the water supply hose connector was deteriorated. The mesh filter in the water supply hose connector was observed to have no foreign materials clogging. A review of the reprocessing method information provided by the user found care and maintenance after long-term storage were not taken in accordance with the instruction manual. Regarding the black piece on the mesh filter was observed, and reprocessing was refrained, resulting in extension of the examination and the necessary treatment before storing the endoscope for long periods of time was not practiced, root causes were unable to be specified, however, there is a possibility the device was insufficiently reprocessed by the facility staff. The definitive root causes cannot be determined. The event can be prevented by following the instructions for use which state: instructions, operation manual. Chapter 7 ¿routine maintenance¿. Section 7.10 ¿care and maintenance after long-term storage¿. Olympus will continue to monitor field performance for this device.